Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Motor, not able to duplicate issue. Brake electrically engages/disengages properly during bench test. Motor did not lock up and did not get hot during bench test. Unable to test under load. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was not confirmed for the brake not releasing. The motor was observed to operate correctly and no excess heat was observed. However, the clutch was unable to be moved between push and drive modes. The clutch was stuck in drive mode and the motor end cap was unable to be removed to determine the cause. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer advised chair goes in circles.